Manufacturer narrative:
The devices, intended for use in treatment, were returned as MDR¿s for evaluation. There was a relationship found between both of the devices and the reported incident. Visual inspection under magnification of the returned devices shows minimal electrode wear with contamination/ discoloration on the screen and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wands. During functional evaluation in the lab the devices were plugged in to a known good q2 controller, both devices gave an e-7-error. This is a normal error for a wand that has been previously used or used for a second time. The e-7 error was by-passed with a test fixture and the wand was activated in saline solution at default and maximum settings. Plasma at the tip of the wands was produced as designed. The suction tubes were tested and both were clogged by dried parts of tissue. A back flush on both devices thoroughly cleaned the lines and the suction performed as intended. The complaint was verified with several root causes that could have contributed to a clogged suction line and to the upcoming e-7 error. If insufficient suction is used during the procedure, tissue can build up and prevent proper suction flow. It is possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that the quantum ii controller failed during the operation. When the surgeon was standing on the foot pedal, the screen on the controller went black and burned the wand. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that the quantum ii controller failed during the operation. When the surgeon was standing on the foot pedal the screen on the controller went black and burned the wand. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.